Event description:
It was reported tooth #3 was removed for possible allergic reaction and bone loss. Symptoms as a result of the event: abscess, bone loss, inflammation, pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. H6: additional h6- patient codes: 1750: abscess, 1932: inflammation.

Manufacturer narrative:
Zimvie received one (1) bopt4385, (3i t3® tapered implant 4/3 x 8.5mm) for evaluation. Visual evaluation of the as returned devices identified the implant with signs of use, apparent bone / tissue affixed to external threads, and was attached to an abutment. However, no apparent damage / malfunction to the implant was identified that would cause or contribute to the reported events. Markings are likely due to the removal process. No allegations were reported against the returned abutment, and no apparent malfunction was identified. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120003186. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120003186 for similar events and no other complaint was identified. The customer did not submit images for the reported events. Based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root causes determined from the investigation are customer error and patient factors (material selection). Therefore, based on the available information, the implant malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.